Event description:
It was reported that during a cardiac ablation procedure, after ablation, another manufacturer's device was deployed in the left atrial appendage (laa). During delivery of the device, a new moderate-large pericardial effusion was noted, accompanied by hypotension and hemodynamic instability requiring brief vasopressor support. Laa perforation was confirmed by angiography. Pericardiocentesis was performed, resulting in the evacuation of greater than two liters of blood and placement of two pericardial drains. The patient experienced a significant drop in hemoglobin, necessitating transfusion packed red blood cells, frozen plasma, and platelets, and the administration of coagulation and volume support agents. The patient was newly hospitalized, and multiple echocardiograms were performed, initially showing pericardial fluid, then trace effusion, and finally resolution of the effusion. Over the course of hospitalization, the patient remained hemodynamically stable off vasopressors, with decreasing pericardial drain output and no further evidence of active bleeding. The patient was discharged after resolution of the effusion. The case was completed. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.